Event description:
As reported by our edwards lifesciences japanese affiliate, a 23mm valve was deployed in aortic position with 2ml less than nominal volume. Since mild pvl was observed, post dilation was performed. Tee and aog showed trivial pvl, so the procedure was concluded. Other vitals were stable, and the patient was transferred to the ICU. On pod 2, heart failure was observed. Tte revealed moderate central ar. Diuretic treatment was initiated to improve heart failure symptoms. Although the heart failure symptoms improved, tee showed mild to moderate central ar. Since there was no prospect of improvement in central ar, the decision was made to perform tav in tav. Upon receiving additional information, a bav was performed using a 23mm edwards balloon and central ar disappeared, tav in tav was not performed. The CT and the echo showed no deformation of the thv valve frame or damage to the valve leaflets.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5 updated, corrected.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, a 23mm valve was deployed in aortic position with 2ml less than nominal volume. Since mild pvl was observed, post dilation was performed. Tee and aog showed trivial pvl, so the procedure was concluded. Other vitals were stable, and the patient was transferred to the ICU. On pod 2, heart failure was observed. Tte revealed moderate central ar. Diuretic treatment was initiated to improve heart failure symptoms. Although the heart failure symptoms improved, tee showed mild to moderate central ar. Since there was no prospect of improvement in central ar, the decision was made to perform tav in tav.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. The complaint for central regurgitation was unable to be confirmed due to unavailability of relevant imagery and/or medical record. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resila valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. As reported, 'two days after tavr of sapien 3 ultra resilia valve, central aortic regurgitation occurred and bav was performed on pod14. On (B)(6) 2025, bav was performed using a 23mm edwards balloon and central ar disappeared, tav in tav was not performed.'. In this case, valve was deployed with 2ml less volume from nominal volume, and paravalvular leak was reported, which indicated that the valve was likely under expanded with suboptimal valve leaflets coaptation, leading to the central regurgitation. In addition, the post-dilation eliminated the central regurgitation, this support that the deployed valve was possible initially under expanded. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.